Manufacturer narrative:
Lot number of solution used by pt is unk, and the MFR does not have any info that would allow us to further our investigation of lot number. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/ adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. In 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to info provided that day by the centers for disease control and prevention regarding eye infections from acanthamoeba.

Event description:
Amo received info that a female pt was diagnosed with acanthamoeba keratitis in her left eye in 2005. Pt began wearing contact lenses in 2004 and had always used complete moistureplus. Approx three months later, the pt began to suffer symptoms of light sensitivity, tearing and redness. She sought medical attention, but doctors were unable to accurately diagnose her condition. Approx three months later, she lost vision in her left eye. At the instruction of her doctor, the pt was required to instill prescription drops in her eye every hour for a full year in steadily decreasing frequency. During treatment, she reported unbearable pain in her eye. In 2006, the pt underwent a corneal transplant, her vision remains impaired in her left eye and may require add'l surgery. Pt reportedly used cmp in accordance with the instructions. Lot number is unk; solution is not available for testing. We are attempting to obtain further info.